Event description:
As reported by the user facility: (B)(4), lot # 0061241640; reports set separated at bonding to upper portion of pump while in use about half way through the first unit of blood. When this occurred, blood sprayed in the operating room.

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed there was no injury to the pt or staff and no intervention needed as a result of this incident. She believes there was no blood loss to the pt and the used sample had been discarded at the time of the incident. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number, finished good lot number, or evaluated component part numbers for the bonded joint between the tubing (B)(4) and the top of the pump housing assembly, part# (B)(4). Batch record review of the reported lot number did not reveal any discrepancies or non conformities that could have contributed to the reported event. Based on the investigation, no conclusions can be made regarding the cause of the event.